Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, arthroscopic surgery (one on her right knee and one in her 5th toe), cerebral cyst, smoker (5 cigarettes a day) and lipoma excision (shoulder and head lipoma). Not allergic to drugs. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced metrorrhagia ("metrorrhagia in an amount similar to her period"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea-like abdominal pain"), back pain ("burning-like pain referred to both sides of her lumbar region"), genital haemorrhage ("excessive bleeding"), abdominal distension ("abdominal swelling"), the first episode of urticaria ("itching and wheals, especially on her abdomen and legs"), the second episode of urticaria ("erythematous rash on her lower extremities, which appears to be urticaria"), dermatitis allergic ("allergic skin reaction"), pelvic discomfort ("pin prick sensation in her pelvis"), headache ("severe headaches"), asthenia ("asthenia"), vitamin d deficiency ("vitamin d deficiency "), arthralgia ("joint pain"), illness anxiety disorder ("hypochondria"), polyp ("polyps"), insomnia ("insomnia"), dyspepsia ("digestive problems/ heartburn"), amnesia ("memory loss"), fatigue ("fatigue"), renal pain ("kidney pain "), myalgia ("muscle pain"), alopecia ("hair loss") and restless legs syndrome ("very restless legs even when sleeping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy + bilateral adnexectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, metrorrhagia, genital haemorrhage, abdominal distension, the last episode of urticaria, dermatitis allergic, pelvic discomfort, headache, asthenia, vitamin d deficiency, arthralgia, illness anxiety disorder, uterine leiomyoma, polyp, insomnia, dyspepsia, amnesia, fatigue, renal pain, myalgia, alopecia and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, asthenia, back pain, dermatitis allergic, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, headache, illness anxiety disorder, insomnia, metrorrhagia, myalgia, pelvic discomfort, pelvic pain, polyp, renal pain, restless legs syndrome, uterine leiomyoma, vitamin d deficiency, the first episode of urticaria and the second episode of urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2019: white blood counts. Leucocytes 7.02 10e3/ l (3.9 - 10.2), neutrophils % 59.9 % (42.0 - 77.0), haemoglobin 10.3 g/dl (12.0 - 15.6), haematocrit 31.8 % (35.5 - 45.5), platelets 188 10e3/l (140.0 - 370.0), coagulation study . Prothrombin time 12.5 seconds (9.0 -13.0), prothrombin activity 99.5% (70.0 -120.0), international normalised ratio 1.00 (0.0 - 1.15), activated partial thromboplastin time (partial thromboplastin time) 22.1 sec (23.0 - 34.5). Derived fibrinogen level 408.0 mg/dl (150.0 - 400.0), biochemical determinations in serum/plasma , sodium 143 mmol/l (136.0 -145.0), potassium 4.0 mmol/l (3.5 - 5.3), total protein 7.0 g/dl (5.7 - 8.2), creatinine 0.64 mg/dl (0.5 - 1.1), alanine aminotransferase (alt) 15 u/l (10.0 - 49.0), aspartate aminotransferase (ast) 16 u/l (0.0 - 37.0), quantitative evaluation of urinalysis test strips , proteins negative mg/dl (0.0 - 15.0), nitrites negative . Leucocytes 70 cell/¿l (0.0 - 10.0), red cells negative cell/l (0.0 - 3.0), urinary sediment examination . Leucocytes 5-10 leucocytes /field leucocytes/field, isolated low-path cell. Ultrasound scan vagina - on (B)(6) 2019: irregular-size anteverted uterus. 20-mm myoma in anterior side. Hysterometry: 85 mm. 15-mm non-homogeneous endometrium. Hysterosonogram confirmed the presence of a 2-cm endometrial polyp on posterior side. Normal adnexa. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 50-year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, arthroscopic surgery (one on her right knee and one in her 5th toe), cerebral cyst, smoker (5 cigarettes a day), lipoma excision (shoulder and head lipoma) and pollen allergy. Not allergic to drugs. Family history included endometrial cancer nos and ovarian cancer nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of urticaria ("erythematous rash on her lower extremities, which appears to be urticaria"). On( B)(6) 2018, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia in an amount similar to her period / metrorrhagia with irregular cycles"), 4 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced endometrial hyperplasia ("dyshomogeneous endometrium of 15mm."). On (B)(6) 2019, the patient experienced the second episode of urticaria ("itching and wheals, especially on her abdomen and legs"). On (B)(6) 2019, the patient experienced the second episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("one day after surgery the patient presented with scant vaginal bleeding"). On (B)(6) 2019, the patient experienced postoperative wound complication ("she refers more discomfort and heat in one of the incisions (right abdominal area) it is somewhat more reddened than the rest"). On (B)(6) 2019, the patient experienced abdominal distension ("abdominal swelling"), procedural pain ("pain is burning and radiates to both flanks and hypochondrium") and urinary tract infection ("urinary tract infection") with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea-like abdominal pain"), back pain ("burning-like pain referred to both sides of her lumbar region"), genital haemorrhage ("excessive bleeding"), dermatitis allergic ("allergic skin reaction"), pelvic discomfort ("pin prick sensation in her pelvis"), headache ("severe headaches"), asthenia ("asthenia"), vitamin d deficiency ("vitamin d deficiency "), arthralgia ("joint pain"), illness anxiety disorder ("hypochondria"), polyp ("polyps"), insomnia ("insomnia"), dyspepsia ("digestive problems/ heartburn"), amnesia ("memory loss"), fatigue ("fatigue"), renal pain ("kidney pain "), myalgia ("muscle pain"), alopecia ("hair loss") and restless legs syndrome ("very restless legs even when sleeping") and was found to have uterine leiomyoma ("fibroids/ 20mm myoma"). The patient was treated with bacitracin;polymyxin b sulfate (antibiotic), dexchlorpheniramine maleate (polaramine), diphenhydramine hydrochloride (antihistamine allergy relief), nsaids, trolamine salicylate (analgesia) and surgery (essure removal via total hysterectomy + bilateral adnexectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, genital haemorrhage, abdominal distension, the last episode of urticaria, dermatitis allergic, pelvic discomfort, headache, asthenia, vitamin d deficiency, arthralgia, illness anxiety disorder, uterine leiomyoma, polyp, insomnia, dyspepsia, amnesia, fatigue, renal pain, myalgia, alopecia, restless legs syndrome, procedural pain, the last episode of intermenstrual bleeding, post procedural haemorrhage, postoperative wound complication, urinary tract infection and endometrial hyperplasia outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, asthenia, back pain, dermatitis allergic, dysmenorrhoea, dyspepsia, endometrial hyperplasia, fatigue, genital haemorrhage, headache, illness anxiety disorder, insomnia, myalgia, pelvic discomfort, pelvic pain, polyp, post procedural haemorrhage, postoperative wound complication, procedural pain, renal pain, restless legs syndrome, urinary tract infection, uterine leiomyoma, vitamin d deficiency, the first episode of intermenstrual bleeding, the first episode of urticaria, the second episode of intermenstrual bleeding and the second episode of urticaria to be related to essure. The reporter commented: she reports allergology consultation on (B)(6) 2019 regarding salmon and seafood she has diarrheic stools, abdominal pain and skin erythema/habones appears, on (B)(6) 2019 she went to emergency room with mild headache and 140/85 mmhg hypertension with no alarm signs, so she was discharged with analgesics and referred to her family doctor for blood pressure control. On (B)(6) 2019 epicutaneous tests were performed with a battery of 35 usual truetest contactants: with negative results for all contactants. Finally, mention is also made of the temporary incapacity required for the surgery. She started sick leave on (B)(6) 2019, the day before the surgery, and was discharged on (B)(6)2019. Despite her sick leave is subsequent to surgery, the ICD reported in her sick leave was metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on 06-mar-2019: white blood counts (). Leucocytes 7.02 10e3/ l (3.9 - 10.2), neutrophils % 59.9 % (42.0 - 77.0),haemoglobin 10.3 g/dl (12.0 - 15.6), haematocrit 31.8 % (35.5 - 45.5), platelets 188 10e3/ l (140.0 - 370.0),coagulation study ( ). Prothrombin time 12.5 seconds (9.0 -13.0), prothrombin activity 99.5% (70.0 -120.0), international normalised ratio 1.00 (0.0 - 1.15), activated partial thromboplastin time (partial thromboplastin time) 22.1 sec (23.0 - 34.5). Derived fibrinogen level 408.0 mg/dl (150.0 - 400.0), biochemical determinations in serum/plasma (), sodium 143 mmol/l (136.0 -145.0), potassium 4.0 mmol/l (3.5 - 5.3), total protein 7.0 g/dl (5.7 - 8.2), creatinine 0.64 mg/dl (0.5 - 1.1), alanine aminotransferase (alt) 15 u/l (10.0 - 49.0), aspartate aminotransferase (ast) 16 u/l (0.0 - 37.0), quantitative evaluation of urinalysis test strips (), proteins negative mg/dl (0.0 - 15.0), nitrites negative (). Leucocytes 70 cell/l (0.0 - 10.0), red cells negative cell/l (0.0 - 3.0), urinary sediment examination (). Leucocytes 5-10 leucocytes /field leucocytes/field (), isolated low-path cell (). Haemoglobin - on (B)(6) 2018: normal. Hysterosalpingogram - on (B)(6) 2014: complete tubal occlusion; on (B)(6) 2014: complete tubal occlusion. Pathology test - on (B)(6) 2019: macroscopic description: hysterectomy specimen with double adnexectomy with dimensions of 10.5x3.5x7.5cm, without relevant macroscopic alterations. Bilateral essure device is identified. It is separated and preserved in an additional container with fixation medium. After formolithic fixation and opening of the piece, a polypoid formation of 1.5cm is identified on the posterior face and is included. No other relevant macroscopic alterations were observed. Anatomopathological diagnosis: uterus with a posterior endometrial polyp of atrophic-cystic type with no signs of atypia or malignancy. Endometrial mucosa without relevant alterations without signs of atypia or malignancy. Bilateral uterine adnexa without histological alterations and without evidence of malignancy. Uterine cervix with squamous lining without signs of dysplasia or other relevant findings. Ultrasound scan vagina - on (B)(6) 2018: showed an irregular uterus, with the presence of an endometrial myoma/polyp of 20mm, dyshomogeneous endometrium of 15mm; on (B)(6)2019: irregular-size anteverted uterus. 20-mm myoma in anterior side. Hysterometry: 85 mm. 15-mm non-homogeneous endometrium. Hysterosonogram confirmed the presence of a 2-cm endometrial polyp on posterior side. Normal adnexa. No free fluid. X-ray of pelvis and hip - on (B)(6) 2014: essures are observed in good location; on (B)(6) 2014: essures are observed in good location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2021: the follow information were updated other health professional reporter's, family history, medical history, lab data, product indication, other treatment products, postoperative pain, postoperative haemorrhage, postoperative wound site erythema, urinary tract infection, endometrial hyperplasia, onset date added to urticaria, swelling abdomen. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 50-year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, arthroscopic surgery (one on her right knee and one in her 5th toe), cerebral cyst, smoker (5 cigarettes a day), lipoma excision (shoulder and head lipoma) and pollen allergy. Not allergic to drugs. Family history included family history of cancer and family history of cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of urticaria ("erythematous rash on her lower extremities, which appears to be urticaria"). On (B)(6) 2018, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia in an amount similar to her period / metrorrhagia with irregular cycles"), 4 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced endometrial hyperplasia ("dyshomogeneous endometrium of 15mm."). On (B)(6) 2019, the patient experienced the second episode of urticaria ("itching and wheals, especially on her abdomen and legs"). On (B)(6) 2019, the patient experienced the second episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("one day after surgery the patient presented with scant vaginal bleeding"). On (B)(6) 2019, the patient experienced postoperative wound complication ("she refers more discomfort and heat in one of the incisions (right abdominal area) it is somewhat more reddened than the rest"). On (B)(6) 2019, the patient experienced abdominal distension ("abdominal swelling"), procedural pain ("pain is burning and radiates to both flanks and hypochondrium") and urinary tract infection ("urinary tract infection") with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea-like abdominal pain"), back pain ("burning-like pain referred to both sides of her lumbar region"), genital haemorrhage ("excessive bleeding"), dermatitis allergic ("allergic skin reaction"), pelvic discomfort ("pin prick sensation in her pelvis"), headache ("severe headaches"), asthenia ("asthenia"), vitamin d deficiency ("vitamin d deficiency "), arthralgia ("joint pain"), illness anxiety disorder ("hypochondria"), polyp ("polyps"), insomnia ("insomnia"), dyspepsia ("digestive problems/ heartburn"), amnesia ("memory loss"), fatigue ("fatigue"), renal pain ("kidney pain "), myalgia ("muscle pain"), alopecia ("hair loss"), restless legs syndrome ("very restless legs even when sleeping"), swelling ("swelling"), hypersensitivity ("allergic reaction") and gastrointestinal disorder ("gastrointestinal disorders") and was found to have uterine leiomyoma ("fibroids/ 20 mm myoma"). The patient was treated with bacitracin;polymyxin b sulfate (antibiotic), dexchlorpheniramine maleate (polaramine), diphenhydramine hydrochloride (antihistamine allergy relief), nsaids, trolamine salicylate (analgesia) and surgery (essure removal via total hysterectomy + bilateral adnexectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, genital haemorrhage, abdominal distension, the last episode of urticaria, dermatitis allergic, pelvic discomfort, headache, asthenia, vitamin d deficiency, arthralgia, illness anxiety disorder, uterine leiomyoma, polyp, insomnia, dyspepsia, amnesia, fatigue, renal pain, myalgia, alopecia, restless legs syndrome, procedural pain, the last episode of intermenstrual bleeding, post procedural haemorrhage, postoperative wound complication, urinary tract infection, endometrial hyperplasia, swelling, hypersensitivity and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, asthenia, back pain, dermatitis allergic, dysmenorrhoea, dyspepsia, endometrial hyperplasia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, illness anxiety disorder, insomnia, myalgia, pelvic discomfort, pelvic pain, polyp, post procedural haemorrhage, postoperative wound complication, procedural pain, renal pain, restless legs syndrome, swelling, urinary tract infection, uterine leiomyoma, vitamin d deficiency, the first episode of intermenstrual bleeding, the first episode of urticaria, the second episode of intermenstrual bleeding and the second episode of urticaria to be related to essure. The reporter commented: she reports allergology consultation on (B)(6) 2019 regarding salmon and seafood she has diarrheic stools, abdominal pain and skin erythema/habones appears, on (B)(6) 2019 she went to emergency room with mild headache and 140/85 mmhg hypertension with no alarm signs, so she was discharged with analgesics and referred to her family doctor for blood pressure control. On (B)(6) 2019 epicutaneous tests were performed with a battery of 35 usual truetest contactants: with negative results for all contactants. Finally, mention is also made of the temporary incapacity required for the surgery. She started sick leave on (B)(6) 2019, the day before the surgery, and was discharged on (B)(6) 2019. Despite her sick leave is subsequent to surgery, the ICD reported in her sick leave was metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2019: white blood counts (). Leucocytes 7.02 10e3/l (3.9 - 10.2), neutrophils % 59.9 % (42.0 - 77.0),haemoglobin 10.3 g/dl (12.0 - 15.6), haematocrit 31.8 % (35.5 - 45.5), platelets 188 10e3/l (140.0 - 370.0),coagulation study ( ). Prothrombin time 12.5 seconds (9.0 -13.0), prothrombin activity 99.5% (70.0 -120.0), international normalised ratio 1.00 (0.0 - 1.15), activated partial thromboplastin time (partial thromboplastin time) 22.1 sec (23.0 - 34.5). Derived fibrinogen level 408.0 mg/dl (150.0 - 400.0), biochemical determinations in serum/plasma (), sodium 143 mmol/l (136.0 -145.0), potassium 4.0 mmol/l (3.5 - 5.3), total protein 7.0 g/dl (5.7 - 8.2), creatinine 0.64 mg/dl (0.5 - 1.1), alanine aminotransferase (alt) 15 u/l (10.0 - 49.0), aspartate aminotransferase (ast) 16 u/l (0.0 - 37.0), quantitative evaluation of urinalysis test strips (), proteins negative mg/dl (0.0 - 15.0), nitrites negative (). Leucocytes 70 cell/l (0.0 - 10.0), red cells negative cell/l (0.0 - 3.0), urinary sediment examination (). Leucocytes 5-10 leucocytes /field leucocytes/field (), isolated low-path cell (). Haemoglobin - on (B)(6) 2018: normal. Hysterosalpingogram - on (B)(6) 2014: complete tubal occlusion; on (B)(6) 2014: complete tubal occlusion. Pathology test - on (B)(6) 2019: macroscopic description: hysterectomy specimen with double adnexectomy with dimensions of 10.5x3.5x7.5cm, without relevant macroscopic alterations. Bilateral essure device is identified. It is separated and preserved in an additional container with fixation medium. After formolithic fixation and opening of the piece, a polypoid formation of 1.5cm is identified on the posterior face and is included. No other relevant macroscopic alterations were observed. Anatomopathological diagnosis: uterus with a posterior endometrial polyp of atrophic-cystic type with no signs of atypia or malignancy. Endometrial mucosa without relevant alterations without signs of atypia or malignancy. Bilateral uterine adnexa without histological alterations and without evidence of malignancy. Uterine cervix with squamous lining without signs of dysplasia or other relevant findings. Ultrasound scan vagina - on (B)(6) 2018: showed an irregular uterus, with the presence of an endometrial myoma/polyp of 20mm, dyshomogeneous endometrium of 15mm; on (B)(6) 2019: irregular-size anteverted uterus. 20-mm myoma in anterior side. Hysterometry: 85 mm. 15-mm non-homogeneous endometrium. Hysterosonogram confirmed the presence of a 2-cm endometrial polyp on posterior side. Normal adnexa. No free fluid. X-ray of pelvis and hip - on (B)(6) 2014: essures are observed in good location; on (B)(6) 2014: essures are observed in good location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2022: the follow information were included swelling nos, allergic reaction, gastrointestinal disorders. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, arthroscopic surgery (one on her right knee and one in her 5th toe), cyst, smoker (5 cigarettes a day) and lipoma excision (shoulder and head lipoma). Not allergic to drugs. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced metrorrhagia ("metrorrhagia in an amount similar to her period"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea-like abdominal pain"), back pain ("burning-like pain referred to both sides of her lumbar region"), genital haemorrhage ("excessive bleeding"), abdominal distension ("abdominal swelling"), urticaria ("itching and wheals, especially on her abdomen and legs"), rash erythematous ("erythematous rash on her lower extremities, which appears to be urticaria"), dermatitis allergic ("allergic skin reaction"), pain ("pin prick sensation in her pelvis"), headache ("severe headaches"), asthenia ("asthenia"), vitamin d deficiency ("vitamin d deficiency "), arthralgia ("joint pain"), illness anxiety disorder ("hypochondria"), polyp ("polyps"), insomnia ("insomnia"), dyspepsia ("digestive problems/ heartburn"), amnesia ("memory loss"), fatigue ("fatigue"), renal pain ("kidney pain "), myalgia ("muscle pain"), alopecia ("hair loss") and restless legs syndrome ("very restless legs even when sleeping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy + bilateral adnexectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, metrorrhagia, genital haemorrhage, abdominal distension, urticaria, rash erythematous, dermatitis allergic, pain, headache, asthenia, vitamin d deficiency, arthralgia, illness anxiety disorder, uterine leiomyoma, polyp, insomnia, dyspepsia, amnesia, fatigue, renal pain, myalgia, alopecia and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, asthenia, back pain, dermatitis allergic, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, headache, illness anxiety disorder, insomnia, metrorrhagia, myalgia, pain, pelvic pain, polyp, rash erythematous, renal pain, restless legs syndrome, urticaria, uterine leiomyoma and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count on (B)(6) 2019: white blood counts (). Leucocytes 7.02 10e3/¿l (3.9 - 10.2), neutrophils % 59.9 % (42.0 - 77.0), haemoglobin 10.3 g/dl (12.0 - 15.6), haematocrit 31.8 % (35.5 - 45.5), platelets 188 10e3/¿l (140.0 - 370.0), coagulation study ( ). Prothrombin time 12.5 seconds (9.0 -13.0), prothrombin activity 99.5% (70.0 -120.0), international normalised ratio 1.00 (0.0 - 1.15), activated partial thromboplastin time (partial thromboplastin time) 22.1 sec (23.0 - 34.5). Derived fibrinogen level 408.0 mg/dl (150.0 - 400.0), biochemical determinations in serum/plasma (), sodium 143 mmol/l (136.0 -145.0), potassium 4.0 mmol/l (3.5 - 5.3), total protein 7.0 g/dl (5.7 - 8.2), creatinine 0.64 mg/dl (0.5 - 1.1), alanine aminotransferase (alt) 15 u/l (10.0 - 49.0), aspartate aminotransferase (ast) 16 u/l (0.0 - 37.0), quantitative evaluation of urinalysis test strips (), proteins negative mg/dl (0.0 - 15.0), nitrites negative (). Leucocytes 70 cell/¿l (0.0 - 10.0), red cells negative cell/¿l (0.0 - 3.0), urinary sediment examination (). Leucocytes 5-10 leucocytes /field leucocytes/field (), isolated low-path cell (). Ultrasound scan vagina on (B)(6) 2019: irregular-size anteverted uterus. 20-mm myoma in anterior side. Hysterometry: 85 mm. 15-mm non-homogeneous endometrium. Hysterosonogram confirmed the presence of a 2-cm endometrial polyp on posterior side. Normal adnexa. No free fluid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 50-year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, arthroscopic surgery (one on her right knee and one in her 5th toe), cerebral cyst, smoker (5 cigarettes a day), lipoma excision (shoulder and head lipoma) and pollen allergy. Not allergic to drugs. Family history included family history of cancer and family history of cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of urticaria ("erythematous rash on her lower extremities, which appears to be urticaria"). On (B)(6) 2018, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia in an amount similar to her period / metrorrhagia with irregular cycles"), 4 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced endometrial hyperplasia ("dyshomogeneous endometrium of 15mm."). On (B)(6) 2019, the patient experienced the second episode of urticaria ("itching and wheals, especially on her abdomen and legs"). On (B)(6) 2019, the patient experienced the second episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("one day after surgery the patient presented with scant vaginal bleeding"). On (B)(6) 2019, the patient experienced postoperative wound complication ("she refers more discomfort and heat in one of the incisions (right abdominal area) it is somewhat more reddened than the rest"). On (B)(6) 2019, the patient experienced abdominal distension ("abdominal swelling"), procedural pain ("pain is burning and radiates to both flanks and hypochondrium") and urinary tract infection ("urinary tract infection") with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea-like abdominal pain"), pelvic discomfort ("pin prick sensation in her pelvis"), back pain ("burning-like pain referred to both sides of her lumbar region"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), dermatitis allergic ("allergic skin reaction"), headache ("severe headaches"), asthenia ("asthenia"), vitamin d deficiency ("vitamin d deficiency "), arthralgia ("joint pain"), polyp ("polyps"), insomnia ("insomnia"), dyspepsia ("digestive problems/ heartburn"), amnesia ("memory loss"), fatigue ("fatigue"), renal pain ("kidney pain "), myalgia ("muscle pain"), alopecia ("hair loss"), illness anxiety disorder ("hypochondria"), restless legs syndrome ("very restless legs even when sleeping"), swelling ("swelling") and gastrointestinal disorder ("gastrointestinal disorders") and was found to have uterine leiomyoma ("fibroids/ 20 mm myoma"). The patient was treated with bacitracin;polymyxin b sulfate (antibiotic), dexchlorpheniramine maleate (polaramine), diphenhydramine hydrochloride (antihistamine allergy relief), nsaids, trolamine salicylate (analgesia) and surgery (essure removal via total hysterectomy and bilateral adnexectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, pelvic discomfort, back pain, genital haemorrhage, abdominal distension, hypersensitivity, the last episode of urticaria, dermatitis allergic, headache, asthenia, vitamin d deficiency, arthralgia, uterine leiomyoma, polyp, insomnia, dyspepsia, amnesia, fatigue, renal pain, myalgia, alopecia, illness anxiety disorder, restless legs syndrome, procedural pain, the last episode of intermenstrual bleeding, post procedural haemorrhage, postoperative wound complication, urinary tract infection, endometrial hyperplasia, swelling and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, asthenia, back pain, dermatitis allergic, dysmenorrhoea, dyspepsia, endometrial hyperplasia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, illness anxiety disorder, insomnia, myalgia, pelvic discomfort, pelvic pain, polyp, post procedural haemorrhage, postoperative wound complication, procedural pain, renal pain, restless legs syndrome, swelling, urinary tract infection, uterine leiomyoma, vitamin d deficiency, the first episode of intermenstrual bleeding, the first episode of urticaria, the second episode of intermenstrual bleeding and the second episode of urticaria to be related to essure. The reporter commented: she reports allergology consultation on (B)(6) 2019 regarding salmon and seafood she has diarrheic stools, abdominal pain and skin erythema/habones appears, on (B)(6) 2019 she went to emergency room with mild headache and 140/85 mmhg hypertension with no alarm signs, so she was discharged with analgesics and referred to her family doctor for blood pressure control. On (B)(6) 2019 epicutaneous tests were performed with a battery of 35 usual truetest contactants: with negative results for all contactants. Finally, mention is also made of the temporary incapacity required for the surgery. She started sick leave on (B)(6) 2019, the day before the surgery, and was discharged on (B)(6) 2019. Despite her sick leave is subsequent to surgery, the ICD reported in her sick leave was metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2019: white blood counts (). Leucocytes 7.02 10e3/¿l (3.9 - 10.2), neutrophils % 59.9 % (42.0 - 77.0),haemoglobin 10.3 g/dl (12.0 - 15.6), haematocrit 31.8 % (35.5 - 45.5), platelets 188 10e3/¿l (140.0 - 370.0),coagulation study ( ). Prothrombin time 12.5 seconds (9.0 -13.0), prothrombin activity 99.5% (70.0 -120.0), international normalised ratio 1.00 (0.0 - 1.15), activated partial thromboplastin time (partial thromboplastin time) 22.1 sec (23.0 - 34.5). Derived fibrinogen level 408.0 mg/dl (150.0 - 400.0), biochemical determinations in serum/plasma (), sodium 143 mmol/l (136.0 -145.0), potassium 4.0 mmol/l (3.5 - 5.3), total protein 7.0 g/dl (5.7 - 8.2), creatinine 0.64 mg/dl (0.5 - 1.1), alanine aminotransferase (alt) 15 u/l (10.0 - 49.0), aspartate aminotransferase (ast) 16 u/l (0.0 - 37.0), quantitative evaluation of urinalysis test strips (), proteins negative mg/dl (0.0 - 15.0), nitrites negative (). Leucocytes 70 cell/¿l (0.0 - 10.0), red cells negative cell/¿l (0.0 - 3.0), urinary sediment examination (). Leucocytes 5-10 leucocytes /field leucocytes/field (), isolated low-path cell (). Haemoglobin - on (B)(6) 2018: normal. Hysterosalpingogram - on (B)(6) 2014: complete tubal occlusion; on (B)(6) 2014: complete tubal occlusion. Pathology test - on (B)(6) 2019: macroscopic description: hysterectomy specimen with double adnexectomy with dimensions of 10.5x3.5x7.5cm, without relevant macroscopic alterations. Bilateral essure device is identified. It is separated and preserved in an additional container with fixation medium. After formolithic fixation and opening of the piece, a polypoid formation of 1.5cm is identified on the posterior face and is included. No other relevant macroscopic alterations were observed. Anatomopathological diagnosis: uterus with a posterior endometrial polyp of atrophic-cystic type with no signs of atypia or malignancy. Endometrial mucosa without relevant alterations without signs of atypia or malignancy. Bilateral uterine adnexa without histological alterations and without evidence of malignancy. Uterine cervix with squamous lining without signs of dysplasia or other relevant findings. Ultrasound scan vagina - on (B)(6) 2018: showed an irregular uterus, with the presence of an endometrial myoma/polyp of 20mm, dyshomogeneous endometrium of 15mm; on (B)(6) 2019: irregular-size anteverted uterus. 20-mm myoma in anterior side. Hysterometry: 85 mm. 15-mm non-homogeneous endometrium. Hysterosonogram confirmed the presence of a 2-cm endometrial polyp on posterior side. Normal adnexa. No free fluid. X-ray of pelvis and hip - on (B)(6) 2014: essures are observed in good location; on (B)(6) 2014: essures are observed in good location. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-feb-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.